Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement device shipped to site (B)(4) 2014. Part not returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, the thoracic spine clamp was damaged. The screw in the clamp was starting to become worn. There was no patient present when this issue was identified.